Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no visual abnormalities. The device loading unit (dlu) was received fully applied. No damage was noted to the e piece. A test dlu was loaded onto the device. During firing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the device had a malfunction, there was a grip problem, it did not make it possible to staple the prosthesis to the tissues, it did not deploy and the device did not fire.